Event description:
It was reported that the procedure was to treat a lesion located in the circumflex artery. After stent placement, during post dilatation, an attempt was made to pressurize the balloon catheter but pressure could not be applied/held. After removal of the device from the patient anatomy, pressure was applied to the balloon catheter and saline was observed to be leaking from the area near the guidewire port. There was no clinically significant delay in the procedure, or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: runthrough; guide cath: launcher 6fr; stent: promus element. Evaluation summary: the device was returned for evaluation and the reported leak was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us.